Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ion selective electrode (ise) nozzle to resolve the issue.

Event description:
The customer reported obtaining an erroneously high patient result for sodium (na) and low patient result for chloride (cl) involving the au680 clinical chemistry analyzer. The results were not reported outside the laboratory. Quality control was within the laboratory's established ranges prior to the generation of the low results. There was no change to patient treatment in association with this event.